Event description:
It was reported an issue with monosyn suture. The customer (veterinarian) reported that upon use, the client found that the suture was detached. It is said that several products in same issue were found consecutively.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue most of them closed as confirmed after analysis. We have received 13 closed samples and one open but unused sample with the needle detached to the thread (thread is still wound on the pack and aluminum pack is missing). To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 1.02 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). 1 of the closed samples already had the needle detached from the thread when the package was opened. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needle escaped from the thread. Final conclusion: considering that the results of the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.